Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, a gastroscopic procedure revealed a duodenal ulcer, "presumably caused by decubitus of the j-tube." The patient was prescribed pantoprazole 40 mg to treat the ulcer. The patient's gastroenterologist and neurologist agreed to replace the peg tube but not the j-tube. Duodopa therapy will be administered through the peg tube and a j-tube replacement will be re-evaluated in 30-40 days.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Ulcer is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.